Event description:
Reason of complaint: rupture of the catheter the piece that was ruptured moved into the right atrium - this piece could be recovered, without any residual harm to the patient. Additional patient information: pac system was implanted beginning of july, was 2 times (with a 14 day-interval) succesfully used to deliver chemotherapy - the tird time. They wanted to use the portsystem, they discovered a ruptured catheter;

Manufacturer narrative:
Note: product reference 4430409 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record: batch record file, number 37028905 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar confirmed complaint was reported on the units released in june 2024. Summary of investigation the involved device and x-ray picture were returned for investigation. -transmitted information analysis: the catheter was implanted during one month via cephalic vein. -x-rays pictures review: the catheter is implanted via cephalic vein. An acute angle is visible on the catheter just after the connection with the access port. - visual inspection of the returned sample: access port housing: about 3 puncture marks were visible into the silicon septum. Catheter: a segment of catheter was received connected to the access port housing with its connection ring. It measures 2,5cm. The distal part of the catheter measure around 20cm. At the level of the rupture, the two pieces of catheter match together. The rupture facies were ovalized. It suggests that the catheter may have been angled/pinched at this level. The rupture facies is irregular and rough aspect; this means that the material was torn at this level, leading to the complete fracture. Connection ring: a connection ring was threaded onto the catheter, connected to the access port exit cannula. No damage is visible. Dimensional measures: all these measured dimensions are within the defined specifications. Raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: according to the received information, it suggests that the catheter rupture is due to the acute angle formed on the implantation trajectory. IFU specifies: "to ensure that the system works correctly, there should be no kinking of the catheter. It is recommended that the catheter is tunnelled sub-cutaneously to the port. The position of the tip of the catheter may change when the patient moves." Conclusion: the catheter was implanted via cephalic vein. An acute angle is visible on the catheter just after the connection with the access port. Rupture observed after one month near the connection with the access port. No manufacturing deviation is observed. The rupture facies are ovalized. It suggests that the catheter may have been angled/pinched at this level. The catheter rupture probably results from its acute angle just after the connection. Catheter rupture is a known potential complication of the access port implantation. This is a rare incident (0,01%) that does not to be directly imputable to the device. No corrective action is envisaged. IFU gives several recommendations concerning the positioning of the catheter during implantation to avoid catheter kink and/or rupture events.